Event description:
Same case as: 2134265-2014-08269, 2134265-2014-08449. It was reported that automatic pullback failure occurred. It was noted that the motor drive unit (mdu) of an ilab ultrasound imaging system was not pulling back. The lcd display was normal. The mdu was then changed with a different mdu and then it worked fine. No patient involvement was reported.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned by the customer; therefore, no product analysis could be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).